Event description:
It was reported that during a surgical procedure at the user facility, the sponge became caught on tissue forceps during removal and tore, presenting the risk of pieces of the sponge remaining in the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the sponge became caught on tissue forceps during removal and tore, presenting the risk of pieces of the sponge remaining in the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.